Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The blood glucose was 1.8 mmol/l. The customer had delivered 5 units, but the insulin pump had continued to deliver. The customer was put on intravenous insulin drip and suicide watch because the customer attempted suicide. There were a couple of previous incidents where the insulin pump didn't prime properly and the customer resolved those issues.